Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact on the customer's blood glucose level. The customer had experienced this malfunction at least three times before but declined a pump replacement and requested help with resetting. Technical support successfully walked the customer through the pump reset, and the customer began setting up a new pump.